Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.